Manufacturer narrative:
The investigation determined that lower than expected vitros tsh and vitros bhcg ii results were obtained from a non-vitros biorad quality control (qc) fluid using vitros thyroid stimulating hormone (tsh) reagent and vitros total -hcg ii reagent (bhcg) processed on a vitros 5600 integrated system. The definitive cause for the lower than expected results could not be determined. However, the most likely cause of the event is an issue isolated to the biorad qc fluids. The customer ran ortho ttc fluids for tsh and re controls for bhcg, both of which returned acceptable results. The customer also stated they were running biorad fluid controls in duplicate since the lower than expected results, with no further qc issues. An instrument issue is not a likely contributor to the event, as a precision test performed on the vitros 5600 integrated system returned acceptable results. In addition, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with either vitros tsh reagent lot 5820 or vitros bhcg reagent lot 2260.

Event description:
A customer reported lower than expected vitros tsh and vitros bhcg ii results obtained from a non-vitros biorad quality control (qc) fluid using vitros thyroid stimulating hormone (tsh) reagent and vitros total -hcg ii reagent (bhcg) in combination with a vitros 5600 integrated system. Biorad l1 lot 40970 vitros tsh result of 0.377 miu/l versus the expected, baseline mean of 0.7 miu/l. Biorad l1 lot 40970 vitros bhcg result of <2.39 miu/ml versus the expected, baseline mean of 6.8 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh and vitros bhcg results were obtained when processing qc fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).